Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2014 with the following findings: the battery compartment was observed to be cracked at the opening of the battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until the o-ring was seated and the cap was flush with the pump case. There was no issue with loss of power observed during testing. A battery compartment leak was observed as evidenced by corrosion in the battery compartment. A leak test was performed and a battery compartment leak was confirmed. The pump was opened for further investigation and no evidence of moisture damage was found on the internal components or printed circuit board. Unrelated to the initial complaint, the text on the display screen was observed to be dim, faded and discolored on the maximum contrast setting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter stated that there was a crack in the battery compartment and moisture and corrosion in the pump. Reportedly, there was no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.